Event description:
This system was removed due to a staph infection. There is no indication that the system has been replaced yet. Should add'l info be rec'd, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.